Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a replace system controller message on (B)(6) 2022 on 14:02 and a wet to dry wound dressing. The log files captured several odd power cable disconnects while on battery power. There was a no external power event on (B)(6) 2022 while on mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There were also 2 replace controller messages on (B)(6) 2022 and (B)(6) 2022 that were due to an lcd fault that self-corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm active while to the mobile power unit (mpu) was confirmed via the submitted log file. The heartmate mobile power unit (serial number (B)(6) was not returned; however, log files were submitted. The submitted log file (labeled (B)(6) contained data spanning approximately 7 days (31dec2021 ¿ 07jan2022 per the timestamp). The log file captured a no external power alarm active on 03jan2022 at 03:36:38 while connected to the mobile power unit due to the rsoc voltage in both power cables as well as the bus voltage dropping below the expected voltage threshold. During this time, the rsoc voltage in the white power cable measured approximately 4.7 volts, the rsoc voltage in the black power cable measured approximately 4.8 volts, and the bus voltage measured approximately 10.6 volts. The alarm resolved in the next event (4:11:15) when the rsoc and bus voltage were restored to their expected voltage thresholds. Pump speed was not affected by the alarm as the backup battery was able to supply power. Provided information stated that the serial number of the mobile power unit was (B)(6). Multiple attempts were made to obtain additional information about the reported event such as if the mpu has a v-lock connector on the ac power cord, if the ac power cord come loose at the wall outlet, if the ac power cord come loose from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event (i.e., loss of power to the house), if the mpu was exchanged/removed from service the root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 24nov2020. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms, and the actions to take if they cannot be resolved. Heartmate ii instructions for use (rev. C) and heartmate ii patient handbook (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.